Event description:
Drive Medical was notified of an incident involving a walker by the end user's mother who reported that the wheels move too fast for their child, resulting in a fall. Because of the fall, the end user sustained multiple injuries, including a cracked tooth, a laceration to the upper lip at the gum attachment, trauma to the front teeth with one tooth reportedly pushed back and upward into the gums, and damage to the gum line. As part of its complaint review and evaluation process, Drive Medical will also notify the manufacturer of the product about this complaint.